Event description:
It was reported that during a stenting treatment procedure, incomplete stent apposition occurred. The lesion being treated was located in the calcified left circumflex (lcx) artery. A 2.50x20mm promus element stent was deployed. During ivus, it was noted that the stent was not properly apposed. The physician attempted to use a 5.5 /15/153 maverick xl balloon to post dilate, but was unable to cross. The stent was post dilated with a nc quantum apex balloon. Then the stent was apposed following post-dilatation. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).